Manufacturer narrative:
On 3/7/2017 - the device was discarded by the consumer. The consumer agreed to accept a hair dryer in it's place. Therefore, an evaluation will not take place.

Event description:
On 2/13/2017 - the consumer claims that the glass on the product exploded. No injuries occurred. The consumer discarded the product and agreed to receive a hair dryer as a replacement.